Event description:
Report received of possible tampering. The customer reported that a medication volume discrepancy was discovered when the pump alarmed empty container. The pump was programmed with 0.2mg/ml dilaudid in the pca plus continuous mode at a rate of 1mg/hr, 0.6mg pca bolus dose with a 15 minute patient lockout, container volume of 250ml. The customer identified a discrepancy of an unaccounted 52 ml from the 250 ml container. The customer evaluated the IV bag and discovered multiple punctures that correlated with 3 holes in the upper right corner of the back of the lockbox where the carrying case strap assembly is attached. The customer reports that screws were missing from the assembly. The customer reports that the patient did not experience any adverse effects. Though requested, no additional information was available.